Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was an alleged overdischarge. There was no telemetry and the patient first noticed a telemetry issue 5 weeks ago. It had been 4 weeks since the last charging session. The patient last felt stimulation a month ago. Today they were in the middle of the 3rd physician mode recharge (pmr). The reason why recharging was not maintained was because he was having difficulty charging and he was only getting 0-2 coupling bars. However, it was noted that the patient could usually get 8 coupling bars but had trouble with coupling changing when he moved while charging. The patient had traveled for work but when he got back he didn't charge the implantable neurostimulator (ins). The rep tried an antenna locate (al) feature prior to starting the pmr today and she felt confident in the location of the ins and the insr antenna. They were going to continue with the 3rd pmr and then decide from there the next steps. It was later reported that after 3 complete pmrs the ins still had no telemetry. When the ins pocket was checked the ins was deeper than usual though she could feel all four corners. It was also noted that the ins was loose in the pocket. The doctor ordered an x-ray of the battery to rule out a flipped battery. The x-ray had not been done at this time. Further follow-up is being conducted to determine what actions or interventions were taken and if the issues were resolved.